Event description:
The customer reported the ventilator restarted and alarmed while preparing the ventilator for use. There was no patient involvement. The respironics service technician reported they were able to duplicte the reported problem. The service technician replaced the cpu board to correct the problem. Performance verification testing was performed and all tests passed per operating specifications.